Event description:
Additional information was provided that no driveline culture was checked, not suspected as source of positive blood cultures from (B)(6) 2020. Patient with new chills/tremor on evaluation for discharge; treatment - IV antibiotics. Discharged to acute rehab/skilled nursing facility (snf), continued IV antibiotic therapy. No further information was provided.

Event description:
The patient's low flows resolved and many of their low flows were attributed to volume status. The patient's cardiomems goal was increased and they are now home and stable.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Although the cause could not be conclusively determined through this evaluation, the account reported that the low flow events were related to volume status (hypovolemia). The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The hm3 lvas IFU lists sepsis as an adverse event that may be associated with the use of heartmate 3 lvas. The IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU, as well as the patient handbook, also provide information regarding how to prevent infection and describes all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient admitted with sepsis on (B)(6) 2019, congestive heart failure exacerbation. There were persistent pi events noted but no unusual events were captured in the event log. On (B)(6) 2020, the patient had multiple low flows over several days. The patient also had so many pulsatility index (pi) events. Controller showed 5 on (B)(6) 2020. The log file did not contain any low flow events because they were over written by newer incoming data. The periodic & event files did show a trend of lower flows when pi was elevated. It did not appear to be any type of mcs equipment issues causing this trend. The lower flows with elevated pi seemed to be a patient related issue and not an equipment related issue. On (B)(6) 2020, the log file analysis showed that the patient continued to experience low flows, unable to view on interrogation due to frequent pi events. Six events noted on controller. Per technical services, there were not any remarkable changes in any of the pump parameters since the log file from the (B)(6). On (B)(6) 2020, the log file showed frequent low flow alarms from (B)(6) to the (B)(6), no alarms since, concern for twist vs. Compression (no intervention due to alarm resolution); historically with frequent pi events. On (B)(6) 2020 positive blood cultures requiring dual antibiotic therapy. Per technical services, the lowest flow the periodic log captured was 2.7 lpm on (B)(6) 2020, the event log did not captured any low flow events but the data was only from an ~ 6 hour period on (B)(6) 2020. The event log was mostly filled with pi events. The trending presented in the graphs below typically would not be suspect of any type of obstruction issue.